Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications reported, and patient was in good condition post-procedure.